Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. A save to disk had previously been submitted to asses if the device was exhibiting the shortened replacement window behavior. Disk analysis did not reveal any anomalies. Initial laboratory analysis found the device had a higher than expected current draw.